Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged pump touchscreen and pump time issues could not be verified.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.